Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and stained lcd resilient cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a button error was received due to the pump getting wet. Customer's blood glucose was 122 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.